Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that he was "trialing the product and reports¿ molding wafer as recommended. When he removed the wafer on day four a clear plastic film was visible to the top of the mass and this clear plastic film has caused a tiny slit or cut to the stoma. There was a small amount of bleeding which self-resolved." The end user ¿applied silver nitrate stick to the area. Silver nitrate was prescribed previously for an unrelated issue". The end user went on to inform that he removed and replaced with the same product. No photographs depicting the reported complaint issue or harm received by the end user.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Correction to type of reported event narration in section h.10, on the initial MDR (B)(4) submitted on (B)(6)2019 . The case was identified and deemed a serious injury and not a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.